Event description:
On 8/27/96, a nurse was trying to inflate a 7.5mm tracheal tube and was unable to get the tube maintain pressure. After two more attempts using the same lot number, rptr had the same problem. On 9/5/96, another nurse was unable to get a 7.5mm tracheal tube to hold air after he had already intubated the pt. By not holding air, the airway was unstable and the pt had to be reintubated using another tube. This procedure caused undue trauma to the pt and possible risks due to reintubation. All existing stock of this item has been removed from issue and use.